Event description:
Philips received a complaint on the device efficia dfm100 indicating that ECG malfunctioned during routine testing. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and delivered a lead wire set, but the issue was not resolved. Later, it was identified that the 3-lead ECG trunk cable was defective. As a result, the 3-lead ECG trunk cable (989803145071) was replaced, resolving the issue. Then the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective 3 lead ECG trunk cable. The root cause of which could be determined. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. After replacing the 3 lead ECG trunk cable, the device was back to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint that the efficia dfm 100 defibrillator monitor was indicating an ECG malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.